Manufacturer narrative:
(B)(4). H6 health effect - clinical code - 4581 - heart beat raise.

Event description:
It was reported that the transmitter was producing shock. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.